Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no harm or injury reported. The device was not in patient use. The device was evaluated by a third-party service center, and no actionable errors were observed. During visual inspection of the device, foam particles were observed inside the device. No repairs were performed. The device is to be scrapped per customer request. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This device bipap a30 was manufactured 04/11/2012 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.